Event description:
The customer obtained a 146 mg/dl and 800 mg/dl blood glucose comparison on the accu-chek aviva system. The customer states she obtained an additional comparison with blood glucose results 400 mg/dl and 110 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 mins. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.